Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed and dialyzer had a cracked header. Estimated blood loss was 350cc's. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.